Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being unable to activate the pod as it did not produce the required double beep after insulin was filled. Despite attempting to prime and connect the pod to the controller, the pod did not function. Consequently, the patient ran out of insulin and was not wearing the pod at the time medical attention was sought. The patient presented to the hospital with severe hyperglycemia (blood glucose measured at 544 mg/dl) and symptoms included nausea, vomiting, disorientation and large ketones along with flu-like symptoms. The condition progressed to diabetic ketoacidosis which was confirmed as the diagnosis. The patient was admitted to the intensive care unit for two days and subsequently discharged. Treatment included intravenous fluids to flush ketones and an insulin drip to stabilize blood glucose levels. The patient confirmed the medical event was related to the inability to use the pod. The exact numbers of insulin units used to fill the pod could not be confirmed.